Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-00653 and 3005099803-2018-00654 for the other associated device information. It was reported to boston scientific corporation on february 13, 2018 that a lighttrail 800um single use laser fiber and lighttrail 600um single use laser fiber were used in a thulium laser ablation of the prostate procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, it was noted that the fiber tip broke off upon insertion into the cystoscope (captured in MFR. # 3005099803-2018-00653). A second lighttrail single use 600um laser fiber was opened and the same thing happened (captured in MFR. # 3005099803-2018-00654). Reportedly, the procedure was completed with the second lighttrail single use 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2018-00653 and 3005099803-2018-00654 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 800um single use laser fiber and lighttrail 600um single use laser fiber were used in a thulium laser ablation of the prostate procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, it was noted that the fiber tip broke off upon insertion into the cystoscope (captured in MFR. # 3005099803-2018-00653). A second lighttrail single use 600um laser fiber was opened and the same thing happened (captured in MFR. # 3005099803-2018-00654). Reportedly, the procedure was completed with the second lighttrail single use 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One lighttrail single use 600m laser fiber was received for evaluation. Visual analysis revealed that the fiber measured approximately 309 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. Given the event description and condition of the returned device, the event was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.